Event description:
A fax was received from the patient's treating physician reporting that the patient had not been seen since (B)(6) 2011 and no other information provided.

Event description:
Clinic notes were received for review. It was reported at clinic visit date (B)(6) 2011 that he has localization-onset epilepsy and obstructive sleep apnea. His seizures are better with the higher vagus nerve stimulator current and he is stable again. Also noted was that he had sleep apnea at his (B)(6) 2008 office visit date. The patient was implanted with their vns system in 2001. It is unknown if this is a pre existing condition or something that has developed after being implanted with the vns. The relationship to their vns therapy is not known. The start date of their event is not known. Good faith attempts are underway for further details about the reported event.